Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status with a monitoring voltage of 2.63 volts. The charge time was 25.1 seconds. A boston scientific technical services consultant discussed extended charge times that are seen at middle of life with these devices, and recommneded replacement since the device had declared eri.